Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for analysis. The data logs confirm placement signal not reliable alarms. They show suction alarms with a decreasing central venous pressure before going out of range. Data logs also show the signal-to-noise ratio trending downwards. Contrast was also trending downwards, and lamp stepped up to 100. Gain and light were stable. Clinical mentioned it was a bipella case and mentioned that patient was actively decompensating. The root cause of the optical signal issue was most likely patient condition related. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the patient was on impella rp flex support, and, during support, there were placement signal issues. The position was verified. The patient was actively decompensating when the issue occurred. Widespread systemic clotting was also noted. The patient expired while on support.